Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received a controller fault alarm on the controller. Log files were reviewed and indicated the battery to be the cause of the controller fault alarm. The battery was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned battery revealed that the device passed functional and visual inspection. The reported event was confirmed via review of the log files, which revealed two controller fault alarms indicating that battery voltage was below 12 v, or 0% relative state of charge (rsoc). However, during the controller fault alarms, the battery was recorded to have 25% rsoc. This observation is indicative of a faulty estimation of the battery¿s capacity, where the capacity should have been recorded at 0% rsoc. Five minutes later, one critical battery alarm was recorded involving the battery. In this instance, the battery went from 24% to 1% rsoc. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to the battery depleting to 0%, likely due to an estimation error of the remaining battery charge capacity, where the battery was reporting a false capacity of 25%; likely due to a problem with the main integrated circuit. An internal investigation evaluated battery main integrated circuit malfunctions. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event was assessed and is being reported as part of a retrospective review of log file data. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The returned battery passed visual inspection and functional testing, passing all tests. The log file analysis shows one critical battery2 alarm and two controller fault alarms within the analyzed period. The log files showed two controller fault alarms which indicates that it was getting less than 12 v from the selected power channel. The battery exhibited a sudden drop in rsoc from 24 % to 1 % after about 5 hours remaining idle after the controller faults, resulting in a critical battery2 alarm. These alarms were most likely due to a battery estimation errors. Customer complaint was confirmed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of the returned battery revealed that the device passed functional and visual inspection. The reported event was confirmed via review of the controller log files, which revealed two (2) controller fault alarms indicating that battery voltage was below 12 v, or 0% relative state of charge (rsoc). However, during the controller fault alarms, the battery was recorded to have 25% rsoc. This observation is indicative of a faulty estimation of the battery¿s capacity, where the capacity should have been recorded at 0% rsoc. Five minutes later, one critical battery alarm was recorded involving. In this instance, the battery went from 24% to 1% rsoc. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to the battery depleting to 0%, likely due to an estimation error of the remaining battery charge capacity, where the battery was reporting a false capacity of 25%. If information is provided in the future, a supplemental report will be issued.